Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient approximately one month earlier. Patient weight unknown. According to the complainant, the stent was severely encrusted with uric acid stones and difficult to remove. The physician had to cut the bladder coil to remove the stent. The patient was report to be "okay" at the conclusion of the procedure.

Event description:
It was reported that after the index procedure was completed the patient had slurred speech and no other deficits. A while later the patient¿s speech was clear. Two days after the index procedure, the patient was found to develop a right facial droop and expressive aphasia. Further neurological evaluation found that the patient was alert; his speech was garbled and orientation could not be assessed. However, he shook his head appropriately. Right-sided facial droop and ¿weakness closing right eye¿ were noted, when compared to the left. There was a slight tongue deviation to the left. There was full range of motion in all extremities. The patient was started on heparin. A bit later the patient¿s speech and right upper extremity weakness deficits were improving. A neurology consultation concluded that persisting symptoms suggest a likely stroke. A carotid duplex ultrasound showed the left carotid stent widely patent without recurrent restenosis, strands, and or thrombus present. There was a greater than 50% stenosis in the left external carotid artery and the left vertebral artery was patent with antegrade flow. There was a minimal stenosis in the right internal carotid artery. A brain cta with and without contrast and perfusion scans of the brain was performed. The concluding impression was no hemorrhage or acute infarction; no intravascular thrombus or vascular occlusion, large amount of chronic microvascular disease; several old small lacunar infarctions identified; no major asymmetry on the perfusion scans.

Manufacturer narrative:
The patient was enrolled in the (B) (4) study on (B) (6) 2009 with a lesion in the left carotid artery. The lesion was eccentric, moderately calcified and 28mm in length with 90% stenosis. The vessel was tortuous and 6mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis in the lesion was 10%. Two days after the index procedure, the patient was found to develop a right facial droop and expressive aphasia. Further neurological evaluation found that the patient was alert; his speech was garbled and orientation could not be assessed. However, he shook his head appropriately. Right-sided facial droop and ¿weakness closing right eye¿ were noted, when compared to the left. There was a slight tongue deviation to the left. There was full range of motion in all extremities. The patient was started on heparin. A bit later the patient¿s speech and right upper extremity weakness deficits were improving. A neurology consultation concluded that persisting symptoms suggest a likely stroke. A carotid duplex ultrasound showed the left carotid stent widely patent without recurrent restenosis, strands, and or thrombus present. There was a greater than 50% stenosis in the left external carotid artery and the left vertebral artery was patent with antegrade flow. There was a minimal stenosis in the right internal carotid artery. A brain cta with and without contrast and perfusion scans of the brain was performed. The concluding impression was no hemorrhage or acute infarction; no intravascular thrombus or vascular occlusion, large amount of chronic microvascular disease; several old small lacunar infarctions identified; no major asymmetry on the perfusion scans. The next day, it was noted that the patient's speech was slurred, there was no facial droop and no extremity drifts. The progress note reported: cva symptoms none (resolved); rind resolved. The site reported this event as a tia with duration of deficits less than 24 hours. At the 30 day follow-up, the patient had a partial gaze palsy, minor facial paresis (left eyelid and slight lower facial droop), partial sensory loss and mild to moderate dysarthria. The patient¿s medical history consists of hyperlipidemia, cardiac arrhythmia, congestive heart failure, severe aortic / mitral valve disease, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stroke and tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient¿s significant medical history, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The next day, it was noted that the patient's speech was slurred, there was no facial droop and no extremity drifts. The progress note reported: cva symptoms none (resolved); rind resolved. The site reported this event as a tia with duration of deficits less than 24 hours. At the 30 day follow-up, the patient had a partial gaze palsy, minor facial paresis (left eyelid and slight lower facial droop), partial sensory loss and mild to moderate dysarthria. The patient was enrolled in the (B) (6) study on (B) (6) 2009 with a lesion in the left carotid artery. The lesion was eccentric, moderately calcified and 28mm in length with 90% stenosis. The vessel was tortuous and 6mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis in the lesion was 10%. The patient was discharged 3 days later. The patient¿s medications include aspirin (pre and post procedure and discharge), clopidogrel (pre and post procedure and discharge) and heparin (intra procedure. Additional information will be submitted upon 30 days of receipt.